Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An initial simulated treatment post- accelerated stress test (ast) 2-hour 15 min 8500 ml test was performed in which an m30.1 balloon valve leak alarm occurred, and the treatment test was cancelled. An internal visual inspection of the cycler found visual evidence of dried fluid within the hp2 filter. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The hp2 filter was replaced. After replacing hp2 filter, a subsequent treatment post-ast 2-hour 15 min 8500 ml test was performed and completed. No fluid leaks in the test cassette during the treatment test. A simulated treatment pre-ast (15 min)-test treatment was performed and completed without failures. The cycler was powered off during the 15-minute treatment test. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. No fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a system air leak test, voltage check, mushroom head check and valve actuation test. During cycler operation, a louder than normal rumbling sound was heard when the compressor was turned on. Further internal inspection of the cycler showed that, on the right side of the compressor (pump side), the compressor was resting on the grommet. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler upon power up of their pd treatment. The patient reported receiving make sure heater bag is on heater tray alarm during fill 1 of 7 of treatment. The patient rebooted the cycler and received a power fail recovery failed message. The treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided.